Manufacturer narrative:
The lab evaluation confirmed a broken pivot point. Ross standard procedure includes attempting to obtain all required information from the source.

Event description:
The device evaluation identified a reportable malfunction, broken pivot point, unrelated to the complaint, which was a non-reportable event.